Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation. It was reported that on (B)(6) 2018 one mitraclip was implanted reducing the grade 4 functional mitral regurgitation down to grade 2. On (B)(6) 2018, echocardiogram found the mr had returned to grade 4. The mr increase was not related to the implanted mitraclip. On (B)(6) 2018 an echocardiogram was performed which confirmed the mitraclip was on the mitral valve leaflets. Severe mr grade was also confirmed on the (B)(6) 2018 echocardiogram. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history did not indicate a lot-specific quality issue. The reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (leaflet malposition by extreme apical tethering (coaptation depth 13 mm) with evident lack of coaptation, decreased systo-diastolic mobility of the thickened leaflets, and severely dilated left atrium). The reported patient effects of mitral regurgitation and tissue damage were likely a result of the slda and are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the echocardiogram on (B)(6) 2018 indicated a tear on the posterior leaflet and a loss of leaflet insertion (single leaflet device attachment). On (B)(6) 2018 a left ventricular assist device was implanted to treat the patient. No additional information was provided.